Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
A customer reported to magellan diagnostics technical service (ts) that upon opening a new lot 2426m-10 leadcare ii blood lead test kit (catalog number 70-6762), they discovered that the level 2 control vial was cracked, and that control material had leaked out into the test kit. The customer was unable to provide a photograph of the broken vial as it had already been discarded. Ts advised the customer to discard the test kit due to the possibility of contamination or injury. A replacement test kit was provided to the customer. The suspect test kit could not be returned to magellan diagnostics for evaluation. The reporter stated that no injuries or harm resulted from this event. Nevertheless magellan diagnostics is reporting this incident under the medwatch program in an abundance of caution as the malfunction could have contributed to an injury.